Manufacturer narrative:
No further follow up is planned. Evaluation summary: a male patient reported his humapen ergo ii device was "not functioning well, when he applied the liquid it does not flow." The patient experienced increased blood glucose. The investigation of the returned device (batch number 1209d01, manufactured september 2012) found that the device met functional requirements and met dose accuracy and glide force specifications. No malfunction was identified. The duration of use was not provided by the patient; however, based on the amount of time elapsed since the device was manufactured (september 2012), it is possible the patient used the device beyond its approved use life. The user manual states the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. It is possible the patient used the device beyond its approved use life. It is unknown if this is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(6). This solicited case, reported by a consumer via a patient support program (psp) with a product complaint (pc), with additional information from another consumer via psp, concerned a (B)(6) male patient of unknown origin. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension (rdna origin) injections (humulin n 100 u/ml) and human insulin (rdna origin) injections (humulin r 100 u/ml) through cartridges via humapen ergo ii, beginning on (B)(6) 2014. Dosage regimen, route of administration, and therapy start date were not provided. On an unspecified date, his sugar level rose, and when he continued applying with his humapen ergo ii, the sugar level remained high; due to this he was hospitalized in order to have his sugar levels regularized and controlled (hospitalization dates were not provided). Since (B)(6) 2016 he had noticed that his humapen ergo ii were not working properly since the insulin did not come out and because of this he had been administrating the insulin with disposable syringes (lot number 1209d01; pc 3916959). Sometime, he experienced charcot foot problem (diabetic foot) and on (B)(6) 2017 he was hospitalized, he would be discharged on (B)(6) 2017. Information regarding additional corrective treatments, outcome of the events, laboratory test, further hospitalization details, and human insulin isophane suspension and human insulin treatment status was not provided. The user of the humapen ergo ii and his/her training status were unknown. The humapen ergo ii model and suspect humapen ergo ii durations of use were not provided. The action taken of the suspect humapen ergo ii were not known. The humapen ergo ii was returned to the manufacturer on 15mar2017. The reporting consumers did not provide an assessment of relatedness between the events and human insulin isophane suspension and human insulin treatment or the device. Update 28-feb-2017: product complaint number was received on 23-feb-2017. Added humapen ergo ii as suspect device in order to process the complaint, and changed the formulation for human insulin and human insulin isophane suspension from unknown to cartridges. Narrative was updated accordingly. No further changes to the case. Update 01-mar-2017: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 03-mar-2017: upon reviewed on 03-mar-2017. No other information was added to this case from the receipt date on 22-feb-2017. No changes were made to this case. Edit 13-mar-2017: upon internal communications a pc number 3916959 was processed accordingly. No changes were made to this case. Update 05-apr-2017: additional information received on 03-apr-2017 from another reporting consumer via psp. Serious events of charcot foot problem was added. Narrative and fields were updated accordingly. Update 09apr2017: additional information received 07apr2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to no, and device return status to returned to manufacturer. Added lot number for the device, date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp) with a product complaint (pc), concerned a (B)(6) male patient of unknown origin. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension (rdna origin) injections (humulin n 100 u/ml) and human insulin (rdna origin) injections (humulin r 100 u/ml) through cartridges via humapen ergo ii, beginning on (B)(6) 2014. Dosage regimen, route of administration, and therapy start date were not provided. On an unspecified date, his sugar level rose, and when he continued applying with his humapen ergo ii, the sugar level remained high; due to this he was hospitalized in order to have his sugar levels regularized and controlled (hospitalization dates were not provided). Since (B)(6) 2016 he had noticed that his humapen ergo ii were not working properly since the insulin did not come out and because of this he had been administrating the insulin with disposable syringes (lot number unknown; pc 3916959). Information regarding additional corrective treatments, outcome of the events, and human insulin isophane suspension and human insulin treatment status was not provided. The user of the humapen ergo ii and his/her training status were unknown. The humapen ergo ii model and suspect humapen ergo ii durations of use were not provided. The action taken and the return status of the suspect humapen ergo ii were not known. The reporting consumer did not provide an assessment of relatedness between the event and human insulin isophane suspension and human insulin treatment or the device. Update 28-feb-2017: product complaint number was received on 23-feb-2017. Added humapen ergo ii as suspect device in order to process the complaint, and changed the formulation for human insulin and human insulin isophane suspension from unknown to cartridges. Narrative was updated accordingly. No further changes to the case. Update 01-mar-2017: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 03-mar-2017: upon reviewed on 03-mar-2017. No other information was added to this case from the receipt date on 22-feb-2017. No changes were made to this case. Edit 13-mar-2017: upon internal communications a pc number 3916959 was processed accordingly. No changes were made to this case.